Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0202266736, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 01-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 400 ml, flow rate: 10 ml/hr. Halyard received a single report that referenced two different incidences, which were associated with separate units. This is the second of two reports. Refer to 2026095-2017-00143 for the first patient. It was reported that a fast flow event occurred. The device was started on the morning of (B)(6) 2017 and was empty on (B)(6) 2017. The device infused in less than 48-hours. No further information was provided.